Event description:
Voluntary medwatch form received reported during in clinic follow up that the right ventricular lead displayed undersensing. Patient death was reported. No further information was provided.